Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced lack of energy and chest discomfort. Upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced. No further information was available.

Event description:
New information on (B)(6) 2016 stated that the lead was explanted during a pacer changeout procedure. The patient was in stable condition post operation.